Event description:
Information was received indicating that two months following use of a smiths medical portex® bivona® adult tts¿ tracheostomy tube, the cuff was reported to burst. It was reported that upon testing the cuff, it was noted that it could not hold 6 cc without leaking. Subsequently, the tracheostomy (trach) tube was removed and the patient was decannulated. There were no reported adverse patient effects.